Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to emergency department with shortness of breath and lower extremity edema. The patient noted redness and bruising at their implantable cardioverter defibrillator (ICD) site for the past couple of weeks. The patient's ICD system was explanted and replaced due to infection. The patient was started on intravenous antibiotics. No further patient complications have been reported as a result of this event.